Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the valve was not draining, therefore, the valve was removed and replaced.

Manufacturer narrative:
Certas valve was returned for evaluation: DHR - lot 6854610, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a cut/tear in the silicone housing in the needle chamber was noted. The valve was tested for leaks, failed leak from the cut / tear in the silicone housing. The valve was pressure tested, the valve failed the test due to the cut/tear in the silicone housing in the needle chamber. The valve passed the tests for programming, occlusion, reflux and siphon guard. Root cause - the root cause for the issue reported by the customer was probably due to the cut/tear in the silicone housing in the needle chamber, leakage of csf at the needle chamber and not going through the valve. The root cause for the ¿cut/tear in the silicone housing found during the investigation¿ is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. Additional information received: how did they discover that there was no drainage? "Symptoms of the patient" . Did the patient have symptoms that show that there was no drainage? If yes which one? "Yes. Vomiting, slow pulse, and loss of consciousness." Did they tried to change setting / programming the valve? "Yes". Was the patient a baby, child, teenager, adult, elderly person? "12 years old".

Event description:
N/a.